Manufacturer narrative:
Software is updated to product ID 9735737, version 2.0.0 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3.h6: a software analysis was initiated to determine the probable cause of the reported behavior. Analysis found that there was insufficient information to determine if the issue came from a software anomaly. The logs were reviewed and there were 5 sessions on the date of the reported issue. All the sessions had network connection issues when trying to connect to the microscope. There were handshaking errors also observed in 4 sessions. None of the session had captured an active connection with the microscope. No other significant errors were observed. Code b01 is applicable and previously reported. Codes c19,d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that I ntra-operatively, the camera was unable to see the scope tracker. There was no impact on patient outcome and the issue did not cause any delay.  It was noted that the camera was unable to view tracker was the probable cause.  2023-jun-06 interface update (rep): additional information was received, it was reported that the issue was that the site was unable to get the navigation to extend. The representative (rep) tried rebooting the systems, both connected and unconnected. The rep bypassed the ethernet cable within the scope cable which did not improve behavior. The rep was going to have the zeiss rep confirm that the display ports were functional. 2023-jun-08 e1 (rep): additional information was received. The issue was not resolved. The microscope would not connect to the system. 2023-jun-15 interface update (rep): additional information was received. The scope was in perfect working condition for nav integration. The rep tried to ping the navigation system from the kinevo and was unsuccessful. Technical services (ts) asked the tep to try to ping between the scope and the navigation system to see if any of those attempts work. If not, try to ping electronic picture archiving and communication systems (pacs) from the navigation system or scope to find out if there is a hardware issue. The rep said that the scope worked with the navigation without issue friday, june 9th, but was not working for a case on tuesday, (B)(6). Ts suggested to the rep to reach out to the kinevo rep to ask if the network connection was verified on the kinevo during their system checkout. If the rep was unable to establish a ping, that she could reach out to the kinevo rep for suggestions on how we can test the network capabilities on the scope.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6) , h3, h6: the system was serviced in the field. The kinevo would not connect to stealth. No ping response. No connection attempt prompt for selection of display port. Upon kinevo power cycle, primary dns server must be entered if left blank before and saved. If primary dns server populated, must delete it and save. Zeiss to look into possibility of software bug. B01, c10, d02 are applicable. H3, h6: software data was received for analysis. However, analysis wasn't completed at the time of the report. B21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.